Event description:
It was reported that sharps coll slide close chemo 9gal was missing the absorbent pad. This was discovered before use. The following information was provided by the initial reporter: during inspection at a hospital department, it was found that there was no absorbent pad.

Manufacturer narrative:
H.6. Investigation: according to the DHR review process; the result showed there were no issues reported like missing absorbent pad during the manufacturing process of the lot number reported under this customer complaint. A review of the ncmr¿s was performed; the result showed there were no issues reported like missing absorbent pad for the same part number throughout the last twelve months. As part of this investigation with the evidence provided by the customer, the following can be seen: 1.the missing absorbing pad can be seen. 2.the lot number (0017923) can be confirmed. According with this investigation this failure mode had been already identified as part of previous customer complaint as per the previous investigation result it was noticed that the failure mode has been considered like a manufacturing process issue, because the absorbent pad it¿s attached by the manufacturing personnel and there¿s no extra-handling that could cause the issue.

Manufacturer narrative:
The manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that sharps coll slide close chemo 9gal was missing the absorbent pad. This was discovered before use. The following information was provided by the initial reporter: during inspection at a hospital department, it was found that there was no absorbent pad.